Manufacturer narrative:
Olympus technical assistance center (tac) assisted the customer via phone regarding the wireless footswitch event. The customer was reminded that the current resolution is to use the wired footswitch. Olympus representative said that the customer does have a wired footswitch that works fine. An fstops email was sent to refresh this process with the customer and no further action is required as the customer will use the wired footswitch as recommended by olympus. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user cannot properly configure wireless foot pedal to the system tfl laser surgical instrument. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.